Event description:
It was reported that two pts allegedly developed pressure ulcers while on the impression surfaces.

Manufacturer narrative:
Investigation is ongoing. Results will be submitted in a follow-up report.